Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap scope procedure the scope was discovered to have dents on each side and visibility through the scope was not clear. A backup device was not available. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation could not be performed. The complaint device has been lost or misplaced during the shipping and receiving process. A complaint review was performed and showed the scope was shipped to the customer on (B)(6) 2015. The complaint description stated the scope was discovered to have dents on each side and visibility through the scope was not clear. Dents on the scope are caused by contact with another source. The not clear image would be cracked internal lenses caused by the dents. If the product is located in the future the complaint can be reopened and evaluated. No further investigation is required. A review of the device history record was performed which confirmed no inconsistencies.